Event description:
Additional information: there is no patient harm.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1927psf-45, 4.5 mm peek corkscrew® ft suture anchor with one #2 fiberwire® and one # 2 tigerwire®, it broke while using it. This was detected during an arthroscopic acromioplasty/cuff repair right shoulder on (B)(6) 2025. The case was completed successfully by opening another implant.